Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed the error message: memory full displayed on the system. Review of the log file showed "disk full" error. The rse recreated the image of hdd. After recreation of the image, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device was giving an error indicating an image disk space problem. No harm to the patient or user was reported.